Event description:
Boston scientific received information that this atrial lead was exhibiting intermittent sensing during the pre- discharge check. It was discovered that this atrial lead had fallen into the ventricle. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.